Manufacturer narrative:
Evaluation: results: a visual inspection of the returned product confirmed that the lead had been cut in half. The high resolution inspection did not find any kinks or abrasion to the lead body or internal wires and confirmed the lead was cut cleanly during the explant procedure. Further electrical analysis of the lead could not be performed due to being cut. The device was not implicated as the reason for insufficient pain relief, hence no DHR required. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 2 of 3: reference MFR report: 1627487-2011-09113, reference MFR report: 1627487-2011-09118. The pt received the scs system including two percutaneous leads (from different lots) and an ipg on (B)(6) 2009. It was reported that the physician explanted the entire system as the pt had not used the ipg for over one year. Pt also reported that she experienced inadequate pain relief along with discomfort at the ipg site. During the explant procedure, the pt's two octrode leads were cut by the physician. The leads have been returned to sjm for analysis. The ipg device has been retained by the pt. No other pt complications were reported due to the explant procedure.